Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. During download review pump error 35 was confirmed in (adapt) history download on (B)(6) 2024 at 17:08:36 and 17:18:00 hour. It was determined that pump error 35 is considered a fatal alarm that will follow an open book alarm. In addition, pump error 53 was also recorded in (main error log) adapt, file ID: 65535 and line ID: 65535. Isolate to electronic assembly. Proceeded by cutting the unit open and performed a visual inspection of connectors and electronic assembly. It was determined that the ingress of moisture had damaged the electronic assembly. Component j7 on pcba1 was found corroded, as well as j1 component on pcba2. Corroded lcd screen gold flex connector was also noted during deconstructive analysis. Unit was received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side and scratched case. In conclusion, the unit came in with a fatal pump error 35 followed by critical pump error (open book) alarm. Isolate to electronic assembly. In addition, critical pump error 53 was recorded in (main error log) adapt. Customers concern was confirmed during visual inspection when unit was received with cracked case (battery tube). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshoot was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880 was returned for analysis.